Event description:
After surgery completed the trocars were removed. It was noted that a piece of the tip of a 5mm trocar was missing. Trocar & telescope were re-inserted and a piece of plastic was retrieved. When compared with trocar sheath it was noted somemore if it was missing. A care search of the area was completed but nothing further could be found in the surgical site.